Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported a pair new transmitter message appeared on the screen. The complaint transmitter was returned for evaluation. The device was visually inspected, and no defect was found. The device failed a voltage test as there was no voltage. The share tool was reviewed and confirmed the reported event of the pair new transmitter message as a transmitter error was confirmed via data. The probable cause of the transmitter error could not be determined. The reported issue of the pair new transmitter message is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.